Event description:
Customer report that a patient presented with a surgical wound dehiscence one week following a total abdominal hysterectomy. The patient was returned to surgery for repair. The customer reports the patient has recovered without issue.

Manufacturer narrative:
Wound dehiscence occurred. Result: representative samples of the returned product were tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum usp requirements. Conclusion code: no failure detected and the product exceeds tensile strength requirements.